Manufacturer narrative:
(B)(4). Baxter further evaluated the device. Based on engineering investigation it was determined that the wireless battery module did not need to be replaced but that the battery cell pack was the cause of the reported symptom of powers down without user input. The lithium ion cell pack assembly was replaced

Manufacturer narrative:
Manufacturer ref. No.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported powering off without user input, which was not reproduced. The reported symptom was confirmed through a review of the event history log. Engineering investigation found that the wiring of the battery cell in the wireless battery module had an intermittent connection, causing a check battery alarm and the intermittent dc power which resulted in "improper shutdown!" Entries in the history log. The wireless battery module was replaced.

Event description:
It was reported that a spectrum pump wireless battery module caused a spectrum pump to power off without user input. Any patient involvement, injury or medical intervention is unknown.